Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it had a broken fridge pocket and drawer levels not detected on bus even after the reboot. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bin 1.1 on row 4 in the fridge had failed to open. A field service engineer (fse) noted that the customer had attempted to recover the bin, and the recovery was successful. The fse then logged into diagnostics and tested the bin multiple times to ensure it was functioning correctly. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it had a broken fridge pocket and drawer levels not detected on bus even after the reboot. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.